Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing multiple infusion sets to be pulled out. Bleeding occurred due to the infusion set being pulled out. Customer's blood glucose was 156-525 mg/dl. In addition, customer experienced a headache. Customer administered a manual injection to address bg level. The customer changed infusion sets and cartridges and resumed insulin delivery.